Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of device or native vessel.¿

Manufacturer narrative:
Results pending completion of manufacturing evaluation. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of device or native vessel.¿

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. According to the report, the left internal iliac artery (iia) was unintentionally covered by the contralateral leg component (cause of vessel coverage not reported). Although the left iia was partially covered by the device, there was reportedly no obstruction of blood flow; therefore, no additional treatment was performed. The patient tolerated the procedure.